Event description:
A physician reported a pt who was implanted on 29 oct 1997 in the upper and lower vermilion borders. This pt, who has a history of acne, was started on an oral antibiotic, duricef, on 26 oct 1997 for an active acne flare-up. The pt was also prescribed prophylactic zovirax on 26 oct 1997. On 15 nov 1997, the physician observed a small portion of the pt's lateral right upper vermilion border implant was visible at the suture site, but he observed no sign of infection, drainage or opening at this site. The exact date of onset was unknown. On 15 nov 1997, the physician opened the incision site and tucked the end of implant deeper into the subdermal space. On approximately 25 nov 1997, exact date unknown, the physician observed some slight clear drainage from the incision site. The fluid was not cultured, as the physician did not suspect infection. On 1 dec 1997, the physician opened the incision site and trimmed the implant slightly, and then tucked it back into the subdermal space. No other medication or intervention was prescribed for this pt. The pt has been taking duricef ongoing since before her implantation for flare up of her acne, which started before her implantation and was not related to the implants. On 10 dec 1997, the physician observed that area had healed well, and there was no drainage. No other medical intervention was planned or prescribed for this pt.